Manufacturer narrative:
Registration number 3009092818 and exemption number e2016011. This report is filed on october 11, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site, however, the issue could not be resolved; subsequently, the abutment was exchanged. The implanted device remains.